Event description:
The complainant reported that the clinicians were attempting to place a port vaxcel in a patient (age and gender unknown) during a therapeutic patient procedure performed in 2006. During that procedure, it was reported that the peel away sheath broke away at the device handle. The complainant reported that none of the broken pieces were located in the patient. The clinicians removed the device, obtained a second device and successflly implanted that device in the patient's chest. The complainant reported that there was no adverse affect on the patient, as result of the reported problem.